Event description:
It was reported that there was a plunger spring issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on top case by the tube holders. During functional testing, by checking the flippers functionally by pressing the plunger lever, flippers were found intermittently stuck when plunger lever was pressed . The root cause of the issue could not be determined. Replaced left plunger case. Performed preventative maintenance and all functional testing which passed.